Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system shut down in the middle of surgery. The system was rebooted and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The customer reported that the system shut down in the middle of surgery. The patient had received topical anesthesia. The system was rebooted and the procedure was able to be completed. There was no patient harm. The company service representative examined the system and found system message (sm) - [lost ac power] during troubleshooting. The company service representative replaced the nonconforming power distribution printed circuit board (pcb) to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on july 28, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming power distribution printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).